Event description:
A customer contacted beckman coulter regarding erratic troponin (accu tnl) results from two (2) different pts that were generated by the access 2 instrument. Pt a: an ER pt sample was tested (in duplicate) for accu tnl and the results were 0.83/0.30ng/ml. The customer automatically repeats samples with results of >0.5ng/ml. The customer re-centrifuged and re-tested pt a original sample for accu tnl; the results were 0.82/0.34ng/ml. The customer re-tested pt. A original sample for acccu tnl 2 more times, obtaining identical values of "~0.53/~0.52ng/ml". As per the customer, pt a original sample was tested for accu tnl at another lab and the result was 0.2ng/ml. The customer was unable to advise of which result is correct. Pt b: pt sample was tested for accu tnl and the results of 0.58/05ng/ml were obtained. The pt original sample was sent to another lab for accu tnl testing and the result was 0.00ng/ml. The customer then re-tested pt sample on access 2 instrument and the result of 0.01ng/ml was reported out of the lab. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.